Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported that the anchor was backed out and the anchor tip was broken during the arthroscopic rotator cuff repair on (B)(6) 2018 when the surgeon implanted the anchor into the bone hole and halfway fixing the bridge suture. The surgery was completed by using awl anchor (p/n was unknown) with thoroughly checking the insert angle and implanted to another bone hole in different position. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed that the lot number is not available.